Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert while attempting to deliver a bolus. The customer's blood glucose level was 303 mg/dl which was addressed with a correction bolus. The customer had not completed the bolus and delivered the bolus while contacting tandem technical services. Tandem technical services educated the customer on the meaning of the incomplete bolus alert. The customer acknowledged.